Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was no longer helping with her pain and she wanted it taken out. The patient stated that when the device was implanted the insurance wouldn't let the healthcare professional put the leads where they needed to be. The patient reported that the device was giving some relief but the leads weren't where she had the pain and stimulation was more in her stomach than in her back. The patient had a manufacturer representative do programming but they were not able to get stimulation where it needed to be. It was noted that the healthcare professional wanted to see if there was anything else they could do before they remove the device. The indication for use was non-malignant pain.

Event description:
It was reported that there was stimulation in the wrong location. Since implant, the patient had had 3 programmers trying to help get stimulation out of the front under her breast. After the patient recharged the week prior to this report, she noticed the stimulation became stronger in the stomach and under her breast. It was annoying and she was unable to use her therapy. An x-ray had been done on the day of this report to make sure the leads had not moved and a manufacturer representative (rep) had done programming for 3 hours. The patient had never been able to use adaptive stimulation in her legs. When bending down and coming back up, it would speed up. It would jerk the patient. The patient wanted the rate changed. Her leg twitched. It was noted that she couldn¿t change the rate of the adaptive stimulation. She had to change the rate for all adaptive programs. It was too much stimulation in her front and no one could change that. Follow-up determined that the cause of the event was that the device needed to be reprogrammed. It was believed the patient was doing better as the rep had not heard from her or the physician about her. No further follow-up was required. Refer to manufacturer reported #3004209178-2015-03017.